Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed tricuspid regurgitation (tr) and septal leaflet restriction for a triclip procedure. It was noted that the imaging quality was poor. After deploying a triclip xtw, a single leaflet device attachment (slda) was observed in the transesophageal echocardiogram (tee). The septal leaflet was detached. Another clip was implanted to stabilize the first triclip and reduced the tr. The final tr was grade 2. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda is related to challenging patient anatomy (restricted septal leaflet). The reported poor imaging is related to procedural conditions (bad image quality). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.